Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06641969 that an ar-400pd pin driver attachment would not grasp the pins. This occurred during a case, the patient was not affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated usage.